Manufacturer narrative:
This case was reported by the daughter-in-law of a consumer. The reporter was ill herself with lupus and wasn't able to provide clear, accurate or concise info about her mother-in-law and specific time frame's pertaining to these experiences, but she started off the call mentioning the super poligrip lawsuit. Consumer reported that her mother-in-law has used super poligrip original with zinc her whole life and the more she used super poligrip original with zinc the sicker she got. Consumer reported about 5 year ago, her mother-in-law came down with four different types of arthritis to include rheumatoid arthritis, gouty arthritis, osteoarthritis and degenerative arthritis that she feels is from using super poligrip original with zinc and she was hospitalized (admission dates were not provided). Consumer reported that her mother-in-law had renal failure and her kidneys shut down but she cannot directly relate that to her use of super poligrip original with zinc. Consumer also reported that her mother-in-law has a tickle in the back of her throat every day and that is also unk if it's related to super poligrip original with zinc. Consumer reported that her mother-in-law is in hospice at her home and she's not going to make it or recover from these experiences. Consumer reported that her mother-in-law was given potassium chelating agents to take out the heavy metals, poisons, and toxins out of her system that she is directly relating to super poligrip original with zinc. (Dates of chelation therapy were not reported). Consumer reported the experience of product complaints further described as super poligrip original with zinc being dried out. Consumer reported that her mother-in-law's dentures did not fit right, so super poligrip with zinc did not hold. Consumer continues to wear her dentures, but discontinued using super poligrip. The manufacturer's report number for this case is 9681138-2012-00005. Super poligrip is manufactured in (B)(4), and neither the product, no lot number for this product is available. (B)(4).

Event description:
This case was reported by a consumer (daughter-in-law) and described the occurrence of gouty arthritis in a (B)(6) female pt, who received triple salt dental adhesive cream (super poligrip original denture adhesive cream) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medical conditions included congenital bone abnormality. On an unk date, the pt started triple salt dental adhesive cream. At an unk time after starting triple salt dental adhesive cream, the pt experienced gouty arthritis, rheumatoid arthritis, osteoarthritis, degenerative arthritis, sickness, poisoning, renal failure, shutdown renal, metal poisoning, local throat irritation and product complaint. The pt was hospitalized. The pt was treated with chelation therapy reported as potassium chelating agents. Treatment with triple salt dental adhesive cream was discontinued. At the time of reporting, the events were unresolved, as the consumer reported that her mother-in-law is not going to recover from this.